Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window.

Event description:
Customer reported a motor error on her insulin pump. She cannot clear the alarm with the act and esc button. The buttons are unresponsive. Customer took the battery out and put it back in, but the motor error persists. Customer's blood glucose was unknown. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. Customer does not use the sensor feature. Customer is unable to rewind the device. She was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.